Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient called an ambulance for medical assistance due to hypoglycemia. Despite good faith attempts to obtain additional details, no further information was provided regarding this medical event.

Manufacturer narrative:
The user reported experiencing hypoglycemia while using the system. A battery was not returned with the device. A known good battery was inserted into the pdm, and the pdm powered on with no issues. The pdm successfully paired with an unused pod, delivered a 5 unit bolus over a distance of 5 feet, and deactivated the pod. No communication issues were observed. Inspection of the log, audit, and ibf files show the device was functioning as intended. On the date of occurrence, the device was operating on the basal program 'basal 1' as set by the user, which is 5u/hr. A single 5 unit bolus delivery was observed on the date of occurrence that was sent by the user. The system was delivering insulin based on the user's settings, was able to suspend and resume insulin delivery as commanded by the user, and was able to send a bolus as commanded by the user. No signs of the device over delivering insulin were observed. Changed product from - d4 - model # 18320 t0 18341. From - d4 - catalog # ble-i1-529 to skt-usa1-d001-mg-eng from - d4 - unique identifier (UDI) # (B)(4). From - g4 - PMA/510(k) # k192659 to k211575 added d4 serial # 010401-03478 added h4 - device mfg date- 10/13/2021